Manufacturer narrative:
System analysis/service repair on january 30, 2017. The faulty resonator was replaced. The system was tested and verified to meet manufacturer's specifications. The faulty resonator has not returned for evaluation.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on january 30, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on april 24, 2017.

Manufacturer narrative:
Service in the field was performed on january 30, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on april 24, 2017. Product evaluation: the resonator was evaluated on may 04, 2017 and noted second bar on the diode was dead, coupler lens was contaminated on fiber side. The diode, coupler lens with holder and desiccant were replaced. The resonator was realigned and a new test report was completed. Probable root cause: based on fa report, the probable root cause was determined to be diode and coupler lens contamination in the resonator.

Event description:
It was reported that during a bph surgical procedure it was observed that "error message 302.11 833 and 653 came up" upon insertion of fiber and card. The fiber was exchanged and error message 210 and 235 were noted. The procedure was not completed. There were "no patient complications" reported.